Event description:
It was reported that a malfunction alarm occurred with a code "malf 12" and the customer's blood glucose level was displayed as "high," exceeding 500 mg/dl. Customer had not taken any action to address the high blood glucose level at the time of the call. Technical support provided the customer with instructions to reset the pump and assisted with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reoccurred.